Event description:
The customer reported that cutting forceps do not seal properly, when grasping the fabric, the device did not work properly. The issue was found at the beginning of a therapeutic procedure. The intended procedure was completed using a new device. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and completion of investigation. Please see updates to b5, d8, h6 and h10. The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be reproduced, . The device evaluation found dents/scratches on jaw insulation without any exposed metal. No other physical defects were found. Functional tests were conducted, and the device worked as intended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. The root cause for the reported issue cannot be definitely determined. However, the observed failure is a known phenomenon likely resulting from having the distal jaw tips come in contact with each other when attempting to coagulate. On page 3 of the device IFU , it states: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Also, on page 3 it states: "both forceps jaws should be in equal contact with tissue for optimum coagulation." If the device's coagulation feature is activated on a thin or uneven layer of tissue being grasped, the forceps may pierce the tissue and/or come in contact with each other. This would cause the re-grasp error to come up on the generator. This would then indicate that the distal jaws would need to be re-positioned to grasp the optimal section of tissue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that cutting forceps do not seal properly. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.